Manufacturer narrative:
(B)(4). The reported patient effects of death, pain, ventricular fibrillation and dyspnea are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the 4.0 x 18 mm promus stent was implanted on (B)(6) 2010. The stents were confirmed to be fully apposed to the vessel wall. On (B)(6) 2013, the patient developed rapid ventricular response to his atrial fibrillation, and was treated expertly. The patient then developed acute severe abdominal pain with progressive dyspnea. The patient was transferred to ICU and was unresponsive to multiple pressor agents and acls resuscitation. The patient died due to hemodynamic and respiratory collapse. No additional information was provided.